Manufacturer narrative:
The specific device has not been returned for review and the lot number has not been provided. Therefore, the device history record cannot be reviewed. A clear correlation between the developed metal allergy of the pt and the product cannot be ruled out as it is already known for similar metal on metal devices from literature (k. De smet, r. De hann, a. Calistri, p.a. Campbell, e. Ebramzadeh, c. Pattyn, and h.s. Gill. Metal ion measurement as a diagnostic tool to identify problems with metal-on-metal hip resurfacing. Jbjs am. 2008; 90: 202-208). Our investigation has shown that metal ion measurements for the durom system are comparable to other mom devices in the market. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the pt underwent a total hip arthroplasty in (B)(6) 2007. The pt experienced pain and "chromium leaking into his blood" in 2011. Revision was done on (B)(6) 2011.